Event description:
Event description guidant received information that this right ventricular endocardial lead measured pacing impedances of over 3000 ohms. This patient had not been to clinic for a long period of time.